Event description:
It was reported that pump experienced malfunction alarm with code malf 16, after which customer¿s blood glucose reading showed ¿high¿ although exact value was unknown. Customer gave correction injection using multiple daily injections, contacted provider to prepare insulin pens, and used multiple daily injections as backup insulin therapy, while technical support arranged warranty replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor upon receiving replacement.